Event description:
It was reported that while using the bd phaseal¿ luer-lock injector the needle was exposed. The following information was provided by the initial reporter, translated from japanese to english: priming was performed as usual, and injection of the drug solution was administered by connecting . The needle was exposed when disconnecting.

Manufacturer narrative:
H6: investigation summary: multiple photos and two physical samples were provided to our quality team for investigation. Upon visual inspection, the claws are observed to be broken and the grips of the safety sleeve are damaged causing the needle to be exposed. A device history review was performed for reported lot 2203003, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. It is important to grip the white injector components when engaging/ disengaging; do not grip the blue safety sleeve. If the safety sleeve grips become dislocated, the injector is activated causing needle exposure. To prevent damage to the handles of the safety sleeve, the injector must be removed by pulling it backwards and must not be forcefully engaged. The instructions for use must be carefully followed when using phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. It appears that this incident was due to excessive force during connection/disconnection of the device.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phaseal¿ luer-lock injector the needle was exposed. The following information was provided by the initial reporter, translated from japanese to english: priming was performed as usual, and injection of the drug solution was administered by connecting . The needle was exposed when disconnecting.